Event description:
The caller reported that the touchscreen was not working. The customer unsuccessfully attempted to calibrate the touchscreen. There was no patient involvement.

Manufacturer narrative:
MFR received date: 25sep2019. Date of report: 27sep2019. The customer confirmed the touchscreen issue. The customer attempted touchscreen calibration, however the unit would not respond. The customer replaced the touchscreen assembly to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019.

Event description:
The caller reported that the touchscreen was not working. The customer unsuccessfully attempted to calibrate the touchscreen. There was no patient involvement.